Event description:
The initial reporter stated that controls drifted outside of range for crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. Controls were repeated and passed. The customer then repeated 222 patient samples that were tested and 46 of these required result correction. Incorrect results for some samples were reported outside of the laboratory. Of the affected samples, discrepant results for two patient samples were provided as examples. The first patient sample initially resulted in a creatinine value of 106 umol/l and repeated as 64 umol/l. The second patient sample initially resulted in a creatinine value of 93 umol/l and repeated as 65 umol/l. The creatinine reagent lot number was 63903101. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer replaced the gear pump head. The sample and reagent probes were cleaned. The rinse, cell blank, and detergent water adjustments were checked. The investigation determined the service actions resolved the issue.